Event description:
The manufacturer received information alleging a ventilator's ac plug caught fire when plugged into an ac source. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. During the investigation by the manufacturer, it was concluded the event was caused by an outside source, dust and dirt contamination. The device's ac connector and base enclosure need replaced to address the issue.